Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reports rupture, "pains", and "noticed a rippling effect" of device. This relates to right device. Device remains implanted.